Event description:
Received an electronic report of a patient reaction from a hemodialysis user facility. The initial reactons reported were shortness of breath and apprehension. Also reported was that the patient had a cardiac arrest. The initial reporter was contacted for additional information as well as the treatment sheets and dates of this event reported on this patient. According to the verbal report from the initial reporting rn, she stated that this patient was in the hospital for months. Apparently this patient was receiving dialysis with the 180nr dialyzer, when he "went out". The patient was being dialyzed in his room when he became extremely short of breath, apprehensive, and also had back pain. The dialysis treatment was stopped and then the patient coded. The rn stated "he went out like a light". The patient was transferred to ICU and was intubated. The patient also underwent a cardiac evalution. The patient has been able to continue dialysis and has been ordered a gamma radiated dialyzer and is reportedly able to complete prescribed therapy as ordered with no furhter ill effect or symptoms. The initial reporter has been contacted for additional information as well as treatment sheets and results of workups but has not been forwarded on as of today. There is no sample available for an evaluation.